Event description:
During femoral stent placement of a "bird's nest" vena cava filter the device could not be released from the deployment wire. Efforts to disengage the filter resulted in damage to the artery necessitating emergent surgical repair and removal of the filter.